Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was receiving an air detected in cassette warning four times in dwell 5 of 5 of treatment. The patient stated that the last bag (baxter bag) was not connected any more. Technical support advised the patient that since the bag became disconnected its best to cancel the treatment. Upon follow up, the patient confirmed that the safe lock luer connector disconnected from the baxter bag causing a fluid leak during last bag treatment overnight. The patient ensured that the connection was tight during treatment setup. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated skipping the remainder of treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The actual sample was visually inspected and found to be acceptable. Since the lot number of product involved is unknown a search on sap system was performed of the lots delivered to the patient. In addition, the white connector was dimensionally inspected, and the sample was found to be within the acceptable range. A functional test was performed in the cycler machine and worked as intended without any abnormalities during the tested period. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. During the evaluation of the sample was not confirmed the alleged failure stated in the complaint.